Event description:
During a laparascopic procedure, it was noticed that two 5mm reprocessed trocars had bent tips with a broken portion of the obturators on each trocar. No fragments were found in the patient.